Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned and not enough information was provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event, associated report: MDR: 9610905-2019-00231 and 9610905-2019-00232.

Event description:
It was reported plates broke and remains implanted. The patient decided not to have the plates removed at this time.